Event description:
Pt called on-call rn to state, "there's something in my catheter line." Rn went to pt's home and noticed small dark brown forms x3 in extension tubing at injection site. Extension set is attached to single lumen hickman tunnelled catheter for administration of IV antibiotic (tobramycin) which is given once/day. Second antibiotic (piperacillin) infusing at distal end of extension set running via pump continuously. Pump set to infuse medication every 6 hrs as ordered. Pt was instructed to infuse qd tobramycin at injection site of extension set every day at 4 pm. Injection site accessed approx 14 times. Rn unsure what material noted in extension set is. Extension set removed and pt requested it not be reattached with new extension set. Pt currently disconnecting continual pump infusion (piperacillin) and infusing tobramycin over one hr then reattaching pump.